Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range impedance measurements. A device therapy upgrade procedure is scheduled for this patient in the near future. As such, physician elected to continue monitoring the lead until procedure date and then decide if any action needs to be taken to resolve the reported issue. No adverse patient effects were reported.